Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units. The customer's blood glucose level was 188 mg/dl. During a follow-up call on (B)(6) 2017, the customer reported insulin gauge displayed 105 units, which the customer believed to be inaccurate. Tandem technical support educated the customer on insulin gauge calculations of the pump. The customer confirmed pump performance would continue to be monitored.